Manufacturer narrative:
The reported complaint of an over infusion of amiodarone was not confirmed or replicated during a review of the logs or during testing. Results from a review of the pcu event log identified an infusion of the medication amiodarone, suspected to be the incident infusion. The infusion was programmed on (B)(6) 2020 at 9:30:12 pm at a rate: 30ml/h with a vtbi of 200ml. The volume infused was cleared by the user five different times. The device alarmed for air-in-line one time at 12:42:59 on (B)(6) 2020. The device was channeled off by user on (B)(6) 2020 at 10:32:43 am. The total volume infused was 370.918ml. A timed rate accuracy test performed on the returned pump module s/n (B)(6) found the device in good working condition and delivering fluid within specification. Review of the pump module s/n (B)(6) service history record showed the device had a manufacture date of 11jun2016. A review of the device service history record was performed beginning from the date of manufacture to the present date 28may2020 and indicated that this device has not been previously returned for service. Review of the production failure record was performed beginning from the date of manufacture through present. The failure record showed no production failure records were opened for the source device. The root cause of the customer¿s complaint of an over infusion of amiodarone was not identified. The event administration set was not returned for investigation.

Event description:
It was reported that there was an over infusion of amiodarone. The event occurred in the hvicu. The ordered drug was amiodarone 500mg in 250ml (2mg/ml.) The amiodarone was infusing at a rate of 30ml/hr, with a volume to be infused (vtbi) of 200ml. After 4 hours the bag was empty, and vtbi of 93.6ml was displayed on the screen. There was no medical or surgical intervention required as a result of the event, nor adverse patient effects. The event did not cause a delay in the course of treatment for the patient. Although requested, no additional patient information provided.

Manufacturer narrative:
No product returned. Because no device or device logs were returned or expected to be returned, no failure investigation could be performed. The root cause of the customer's experience was not identified.

Event description:
It was reported that there was an over infusion of amiodarone. The event occurred in the hvicu. The ordered drug was amiodarone 500mg in 250ml (2mg/ml.) The amiodarone was infusing at a rate of 30ml/hr, with a volume to be infused (vtbi) of 200ml. After 4 hours the bag was empty, and vtbi of 93.6ml was displayed on the screen. There was no medical or surgical intervention required as a result of the event, nor adverse patient effects. The event did not cause a delay in the course of treatment for the patient. Although requested, no additional patient information provided.